Event description:
It was reported the patient was only receiving right side stimulation. X-rays revealed the scs lead had migrated and the physician confirmed the migration was a result of the patient's anatomy (rotated spine). The patient underwent surgical intervention on (B)(6) 2014 to reposition/anchor the lead to the left in order to accommodate the patient's more severe pain pattern. The issues resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.